Manufacturer narrative:
For 1 of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event. For 1 of the pending events, the investigation did not identify a product problem. Neither a general instrument or reagent issue were identified. The malfunction is consistent with a sample-specific issue. The specific cause of the event could not be determined. The customer repeated the sample on a different analyzer with different reagent lots for troubleshooting purposes and obtained results similar to the original results.

Manufacturer narrative:
For three events, the investigation determined the service actions resolved the issue. Follow up actions for one of these events include: a hole was found in the rinse arm tubing which was replaced. Follow up actions for one of these events include: the field service representative found fluid on the surface of reaction cells and rinse water was overflowing. He washed parts, adjusted the gear pump pressure and the cuvette rinse volume. Follow up actions for one of these events include: the field service representative replaced the gear pump head. For six events, the investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up actions for two of these events. Follow up actions for one of these events include: performance testing was run and this passed. Follow up actions for two of these events include: the field service representative checked the analyzer and found no cause. Follow up actions for one of these events include: vacuum tubing was replaced and an obstruction of tubing from the vacuum tank was cleared. The sample syringe volumes were checked. Precision studies were performed and were successful. The investigation for two events are ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers cont'd: (B)(4).

Event description:
This report summarizes <noe>11</noe> malfunction events. Questionable non-reproducible results were generated by cobas 8000 c 502 module analyzers. The events involved a total of 20 patients with the following: three discrepant results for hemoglobin a1c. Two discrepant results for igg-2 tina-quant igg gen.2. One discrepant result for creatine kinase. Four discrepant results for alp2 alkaline phosphatase acc. To ifcc gen.2. One discrepant result for tp2 total protein gen.2. Seven discrepant results for iron2 iron gen.2. Two discrepant results for phos2 phosphate (inorganic) ver.2. Five patients' ages ranged between 12 years and 85 years old. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 5 females. The remaining patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.